Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation conclusion.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the device was being inflated when it broke. The device was removed and replaced with a new one. No known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm plus btt/ oval balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during an inguinal hernia repair, the balloon was broken. The trocar balloon and dissector balloon appeared intact. The balloon was received assembled in the wrong configuration. Functionally, the trocar balloon and the dissector balloon were inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.